Manufacturer narrative:
(B)(4). The customer reported the mp5 monitor was giving a "leads off" inop message, while the patient was in full cardiac arrest. The device was tested by the hospital biomedical engineer and found no device malfunction. Philips has received no information suggesting that there was any lack of awareness of this patient's status or that there was any delay in therapy given to this patient. Therefore, there is no indication that the use of this monitor was a factor in the death of this patient. A philips field service engineer (fse) went to the customer site and checked the device and found no problems. If leads are not on a patient, the intended and expected function of this monitor is to give a technical inop/ "leads off" and to not alarm for any patient arrhythmia. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported an mp5 monitor was giving a leads off message, leads while the patient was in full cardiac arrest.